Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was intermittently unable to deliver a bolus using the quick bolus feature. There was no reported impact to customer¿s blood glucose level. Customer was able to successfully deliver a bolus using the quick bolus feature.